Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was returned to the MFR from a funeral home. The cause of death was listed as chronic cardiovascular complications. It was unk if the pt's death was device related. The device system was used to deliver morphine sulfate.